Event description:
Vaginal bleeding for over a week. Pains in my right side. Intense cramping. Dizziness. Not being able to play with my toddler from all the pain. These claim to be organic and safe. Titanium dioxide is deemed safe yet UK has labeled as a carcinogen.. I've found multiple women that have experience the same torture as I have. I'm also believed to have had a chemical pregnancy. I want to sue this company. This is l. Tampons. FDA safety report ID #(B)(4).